Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. No additional information was problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product remaining implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, item#: 00875705001, lot#: 62596081; zimmer neutral liner 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell, item#: 00885100932, lot#: 62546258; zimmer bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14, item#: 00877503201, lot#: 2711251. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02416, 0001822565 - 2018 - 02417.